Event description:
It was reported that balloon rupture occurred. A 2.5mmx30mmx143cm coyote nc balloon catheter was advanced for dilatation. During the procedure, the balloon ruptured at the initial inflation pressure of 10 atmospheres. The procedure was completed using a different high pressure balloon catheter. There were no patient complications as a result of this event.